Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The video system center was returned to the service center with a report of an audible alarm may sound when connecting a scope or during no-load operation and there was a malfunctioning exam on button. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, liquid immersion on the main board andcorrosion failure on the main board.was found. There was no patient involvement.